Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 08 september 2020: lot 146611: (B)(4) items manufactured and released on 1-oct-2015. Expiration date: 2020-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in reporting instability 2 years after the primary surgery. The cause of the instability is unknown. The surgeon implanted a competitor brace and revised the medacta gmk-sphere tibial insert - flex s4l - 20 mm with a medacta gmk-sphere tibial insert - flex s4l - 20 mm. The surgery was completed successfully.